Manufacturer narrative:
(B)(4). It was reported from the customer that a patient had a bad outcome and died. During this time it appeared to the customer that they were having a problem with emerging paging. The customer discovered that at some point their ability to zone page yellow alarms was shut off. Philips has not received information about whether the clinicians were aware of central station alarming or any alarms that were triggered. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
It was reported from the customer that a patient had a bad outcome and died.